Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (smith & nephew) identified the root cause to be due to the design, fatigue loading, and weld breakage. No further investigation is required. Complaint information and investigation provided by smith & nephew.

Event description:
It was reported during an unknown patient procedure that after impacting the r3 shell, the impactor could not be unscrewed. With excessive force the ball joint broke. The rep was then able to take impactor out and grab the bolt that was left in the shell. No adverse events reported.

Manufacturer narrative:
Additional information from customer was received which identified the manufacture lot number. The device history record (DHR) was reviewed and no discrepancies were identified. (B)(4)..

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.